Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation. The patient presented in emergency room on (B)(6) 2014 due to experiencing constant chest movement. Chest x-ray confirmed that the left ventricular lead had dislodged; the device was turned off. The lead was explanted and replaced on (B)(6) 2014.